Manufacturer narrative:
This MDR is being filed as part of remedial action performed per CAPA (B)(4). CAPA (B)(4) has been initiated to investigate syringe ejections.

Event description:
Koru medical became aware of mw5096043 received through the FDA medwatch program stating "spontaneous call. Pt reported that when priming the syringe, the syringe came out of pump and would not go back in. Pt stated she turned off pump and removed everything from inside pump. Rph asked if pt made sure the disk of the of tubing was properly secured in channel and pt stated she thinks so. Pt stated nurse was infusing manually and psr set up return box and new pump to be sent before next infusion. Pt did not miss a dose, no adverse event reported; pump is available for return. Lot/expiration unknown. No further information known." A good faith effort was sent to the initial reporter on 09-sep-2020. A response was received stating no further information was available. The device involved in the event was not returned to koru for evaluation. Since the lot/serial was unknown, a manufacturing review and assessment could not be performed. Syringe ejection is caused by the female luer of the tubing set not being properly locked into the nose of the freedom60. When the syringe ejects from the driver it releases tension on the inner gears which can cause the cable to become tangled under the assembly plate. Therefore, the most likely root cause for this incident is end-user error. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.